Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable results for multiple assays on (B)(6) 2015. The customer performed liquid flow cleaning, measuring cell preparation, calibration, and qc. Samples were repeated on another cobas e602 analyzer and the results did not match. The customer stated some of the initial results may have had data flags, but could not provide specific information. Sample 1: thyrotropin (tsh) initial result was 1.20 uiu/ml and repeat result was 3.48 uiu/ml. Sample 2: prolactin initial result was 1.38 ng/ml and repeat result was 8.34 ng/ml. Refer to the attachment to the medwatch for additional patient data. The initial results were reported outside the laboratory. The customer estimated about 90 patient results had to be amended as the repeat results were believed to be correct. The patients were not adversely affected. The reagent lots and expiration dates were requested, but were not provided. The field service representative found there was an issue with the reagent sipper which he cleaned and the calibrator which he replaced. He ran calibrations and controls which were all within specification. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A temporary analyzer issue or false low assay signals were suspected based on the nature of the issue. The issue appeared to have been resolved by the service actions.